Manufacturer narrative:
(B)(4). It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the supera stent was advanced to the lesion in the popliteal artery. Deployment was initiated, but the stent deployed in the sheath. During removal of the supera delivery system (sds) the tip detached. The sds was removed, leaving the stent and tip in the introducer sheath. The cardiologist called in a vascular surgeon who removed the sheath, stent and tip under fluoroscopy. There were no adverse patient effects. No additional intervention was performed and no additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined that the reported difficulties and additional treatment appear to be due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incident reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.